Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The cause of the reported problem was determined to be due to an intermittent solder connection on the positive terminal of the speaker coil. The customer had received a replacement device.

Event description:
While evaluating a device returned by the customer, it was observed that the unit did not have audio prompts. There was no patient use associated with the reported failure.